Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported that customer was experiencing high blood glucose level 500 mg/dl. Customer's mother stated that they tried several methods to bring down the blood glucose level, after about 4 hours, they discovered customer infusion site was not secure, and the cannula was bent. They replaced the infusion site, and it had helped. The insulin pump will be returned for analysis.